Event description:
It was reported the lt300 was used during a laparoscopic cholecystectomy. It was reported by the affiliate there was failure of the clips not closing satisfactorily. The clips were crossing (samples enclosed). Same applicators from two different sets used with new box of clips. The clips formed well. Surgeon believes clips are faulty. Both applicators have been used again on several occasions with satisfactory clip formation.

Manufacturer narrative:
D5; h4: information not available, device not returend for analysis.